Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician removed the right foot brake caster and found the housing of the casters shaft that slides into and bolts to the lower frame were broken. The technician replaced the caster to repair the bed.